Event description:
On (B) (6) 2007 patient was implanted with sparc sling. Patient claims that she has suffered numerous complications, due to erosion through the vaginal wall, vaginal scarring, infection, pain, urinary problems, the need for multiple further corrective surgeries.